Event description:
It was reported that the physician's vns programming handheld computer was no longer holding a charge and would not remain turned on unless plugged into an outlet. Troubleshooting was not able to resolve the issue. A replacement handheld computer was sent to the physician. Attempts for the return of the faulty handheld computer have been unsuccessful to date. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The faulty handheld computer and the associated software were received and underwent analysis. Analysis of the handheld programming computer found that an intermittent ground connection in the power receptacle for the serial data cable. The electrical spring contact was not extending outward enough for reliable contact with the receptacle. This resulted in intermittent charging of the handheld computer. No other anomalies were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.